Event description:
The customer reported that they have had repeated problems with alaris pumps in the or that have "failed" during infusion (presumed to mean that they have experienced channel disconnect or communication errors).

Manufacturer narrative:
(B)(4). This report was filed by the manufacturer. The customer changed iui connectors which seemed to be the source of channel disconnect and communication errors. No product will be returned per customer. The customer's complaint could not be confirmed because the product was not sequestered and will not be returned for failure investigation. The root cause of this failure was not identified.